Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two months after the dental implant was placed in ada site 30, a failure occurred. Patient presented with type ii bone. Patient presented with insufficient osseus support and a bone graft was completed. The implant was completely covered in bone and primary stability and osseointegration were achieved. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two months after the dental implant was placed in ada site 30, a failure occurred. Patient presented with type ii bone. Patient presented with insufficient osseus support and a bone graft was completed. The implant was completely covered in bone and primary stability and osseointegration were achieved. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.